Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed. Anesthesia noticed there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 1200cc of fluid was removed. The patient was reported to be in stable condition. The physician did not mention what they thought caused the pericardial effusion. Additional information was received. It was discovered during use of biosense webster products. The physician stated that he didn¿t know the cause ¿no one thing stood out¿. Pericardiocentesis was performed. Outcome of the adverse event was improved. Patient was admitted to the critical care unit (ccu) with a pericardial drain. Thermocool® smarttouch® sf catheter was used. All force visualization features were used. Visitag module was used, parameters for stability used was - 3 secs, 3mm, 25% 3 grams. No additional filter used with the visitag. Tag index was used. Transseptal puncture was performed with a brk 1 needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The event occurred when they were finishing the pvi of the lefts (95% complete) when the blood pressure dropped. Had not started the rights. Irrigated catheter was used in the event, the flow setting was 15ml.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30992236l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).